Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 1.5 ml of blue fluid from the sample needle. The leak was not contained within the instrument. The customer reported of receiving partial aspiration errors and pc1 errors while running quality control samples. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or biohazard exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but the facility has an exposure control plan in place. No erroneous patient results were generated. Beckman coulter field service engineer (fse) observed that the blood sampling valve (bsv) was not being rotated properly. The fse replaced the bsv actuator valve, which resolved the error messages. No further leaks were observed after the replacement. Service activity performed was verified and the results met the published performance specifications. Note: pc1 = partial clog 1. This indicates partial aperture (flow cell) and sample line clogs.